Event description:
I am a physician for 45 years with diabetes type 2. I am aware of the recall and serial numbers of the abbot freestyle libre 3 plus. None of my devices were on the recall list. Unfortunately, I have had my last 3 devices with the same malfunction as the recalled devices. I have also checked the libre 3 plus with the finger stick method and consistently have had my glucose numbers at least 20 to 30 points lower. This has caused major issues with proper dosing of medications for the diabetes. I have even purchased another finger stick glucose monitor to be sure my readings via finger stick were correct which they were. I also have had a patient with the same issues who discontinued his medications since his readings were very low. I would suggest the FDA investigate this situation as the same issue may be occurring as with the first recall of the abbott freestyle libre devices. Below is the serial numbers of the last three devices that have caused the above issue. Thank you. Pt code: 4582. Device code: 2460. Ref reports: mw5185295, mw5185296.